Event description:
As reported by the user facility (translation of user facility information by (B)(6) sales organization in (B)(6)): stop infusion, does not flow, drug: 5fu 4g, fill volume: 96ml, room temperature, start date and time of infusion: (B)(6) 2013, 12h00, end date and time of infusion: (B)(6) 2013, 12h00.

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from (B)(6) for investigation. A follow-up report will be provided after the inspection results are available.